Event description:
This is the false positive case received from reporter in urgent care center via email through our customer (wholesaler) on (B)(6) 2021. The reporter said he/she received some concerns from a staff last night regarding our rapid kits. These concerns had only been brought up with the most recent batch they had received. With the current test box in use, about 8 of them today ((B)(6) 2021) showed a line in the test area but the staff was unable to tell if this was a true positive or a "leak" from the control line. The reporter had staff test who knew were negative but this line still appeared. They' had lost 3 staff members (including one of our providers) until their pcr results return for confirmation. The reporter also attached the pictures for reference. The single tests were from the provider and one of their employees. The batch of tests were from a family who was traveling and according to them, had not been out the house. The reporter explained that in the batch in the pictures, there was circled image, the test line faintly appeared but the test was just started. He/she also said in fact, one of the employees tested twice and this didn't occur, but tested a third time and the line appeared. On (B)(6) 2022, the reporter sent two pcr results performed on last night for the employees tests which is 2/3 of employees through our customer (wholesaler) not for all testers and said no pcr confirmation from the family as they declined and advised the staff they will be retesting elsewhere. Importer's comment : there were still some factors which needs to be to figure out what had lead to interpret the test result as false positive. We also initiated the qc investigation for the relevant lot #.